Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 1000 mg/dl. Customer was treated with manual injections. Customer was in the hospital because her glucose went up to over a 1000 mg/dl and the insulin pump was not working. Customer was unable to complete carelink upload. Troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.